Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding air in the patient line which occurred on the homechoice during use during initial drain. The hp had connected himself prior to priming and was now in initial drain with air in the patient line. The hp wanted to end therapy and start over with new supplies. The baxter technical services representative explained to the hp that he should not have connected to the patient line before priming. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event, but that she had seen him since and that he was doing well and continuing therapy on his homechoice. There were no adverse effects reported in relation to this incident. The nurse stated that she would speak to the patient about proper procedure. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was confirmed. The root cause was use error - patient connected before priming. The label review found the labeling adequate for the use error in this complaint.